Event description:
The customer reported a clear fluid leak of approximately 20ml from under a coulter lh 750 hematology analyzer. The leak was contained within the instrument and there were no errors or system messages that occurred in conjunction with the leak. The instrument was powered off, and a backup instrument was used. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak from the lower front center of instrument. The fse noticed that the red striped erythrolyse delivery tube from the differential (diff) heater was not properly seated on the diff segment valve (cvl85/126) fitting, causing erythrolyse to leak from the tubing. The fse trimmed and reseated the red striped tubing and the tubing sleeve, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).